Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Item was received with no visible damage, and in a non-working order. After reviewing the findings with the repair tech the internal components showed no signs of water damaged and were in good condition. The drive shaft would not move with further investigation it was discovered that the motor had seized. The motor failure is the reason the item did not work for the customer. The root cause of the motor failing could be excess glue inside of the motor. Updated DHR review: a review of synthes device history record, for the lot number 004394, p/n 05.000.008, revealed the hand piece for battery powered driver was manufactured to revision m. The part was processed per all specification requirements. The product conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this part.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample has been received and a review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the evaluation of the sample is currently in progress.

Event description:
It was reported that the surgeon attempted to use a new battery powered driver for the first time on (B)(6) 2012 for a procedure. The driver would not power up on any speeds. The surgeon used a different driver to complete the procedure on (B)(6) 2012. Following the procedure, the consultant tried the battery from the complained driver on other drivers for comparison, and all worked. He again tried the battery with the complained driver, and it did not work. He also tried a different battery with the new complained driver, and it did not work.